Event description:
On 87-yr-old female was using the walker. She accidentally hit the button which closes up the walker (it is portable) and feel into a bookcase. She has had pain and been in the hosp ever since the accident. The button that causes the walker to colllapse is on the top of the front bar and is very easily activated. An elderly person could easily collapse the walker unintentionally. Rptr feels this is a design flaw. Pt had gotten up at night to go to the bathroom at the time of the incident.